Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length too short of the cylinder may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that a patient with a spectra concealable penile prosthesis underwent surgery for a device extension due to an issue with the current size. No additional information was reported.